Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the generator (g11) prompted a message indicating to replace the harmonic ace instrument multiple times and to tighten the components. The customer restarted the generator and reassembled the components, but the instrument could not complete self-test. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the reported complaint. The harmonic ace was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. Energy delivery was performed and passed. No error message was observed. There was no damage to the blade upon visual inspection. The instrument was fully functional with no problem detected. The instrument had teflon damage on the clamp arm. A piece approximately 0.065" x 0.024" was not returned. The root cause of this failure is associated with the mishandling/misuse.